Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during manual prime. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.